Event description:
Report recieved from an international affiliate of an overdelivery. It was reported that the pump was programmed to deliver 5040mg morphine, 30mg midazolm, and 15mg serenace, for a total volume of 75 ml. The home health nurse programmed the pump to run at a continuous rate of 1ml/hr for three days. Reportedly, two hours after the infusion had begun, the pt's family called the nurse to say that "most of the bag had been delivered." When the bag was checked only 15ml remained in the bag, while the pump indicated that only 1 ml had been delivered. The pt was unconscious and cyanotic when the nurse arrived, requiring "several doses of narcan." The pt was admitted to the hospital for one night of observation, then dischargd with no sequela. Though requested, no additional information was provided.